Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on right eye (od) and having eyestrain for the past 8 months. The date of discovery was (B)(6) 2017 and date of treatment was (B)(6) 2013. The patient¿s chief complaint was of irregular astigmatism. The patient complained of blurred vision and eye strain more on right eye than the left eye. The surgery center reported the patient experienced loss of best corrected visual acuity. The patient was referred to a specialist for collagen crosslinking. There was a loss of best corrected visual acuity (bcva). Bcva from (B)(6) 2013: right eye pre-op 20/20 -.75 x -2.00 x 65, left eye pre-op 20/20 -1.00 x -.75 x 135. Bcva from (B)(6) 2013: right eye post-op 20/20 -.25 x -.75 x 71, left eye post-op 20/20 .00 x -.75 x 122. Bcva from (B)(6) 2017: right eye post-op 20/30, left eye post-op 20/25.